Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. Customer also reported to have received a motor position encoder error alarm. Insulin pump was not exposed to magnetic field. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file due to a corroded motor home switch. Unable to perform the unexpected restart error test due to the motor error loop. The pump was received with minor scratches on the lcd window.